Manufacturer narrative:
Evaluation summary: the product was returned for investigation and received in the following manner: only the shunt was returned for investigation, in a transparent plastic bag with liquid. The shunt has few dirty residues, and scratch at the shunt body. The shunt inner lumen was found open. There was no data regarding product identity received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Therefore, there is no indication for manufacturing related factors that could cause the reported event. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - since the reported event could have been caused by many different reasons during the clinical procedure. Complaint does not seem to be product related since the shunt seems visually in order. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The sample is available, but not return for investigation yet, therefore the condition of the product could not be verified. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Therefore, there is no indication for manufacturing related factors that could cause the reported event. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested.

Event description:
A surgeon reported that six months following a glaucoma filtration device (gfd) implant procedure, the patient developed endophthalmitis. The patient had experienced myodesopsia and decreased visual acuity. The bleb became flat. In the opinion of the surgeon, there was no causal relationship between the symptom and the gfd implantation, and the same complication would have developed even if trabeculectomy had been performed. It was noted that the patient has a medical history of atopic dermatitis. Additional information was provided by the surgeon, who reported suspected occlusion of the shunt. The shunt was explanted. The type of endophthalmitis was bacterial. The results from a bacterium inspection were gram positive coccus. An anterior chamber washout and vitrectomy were performed. Prolonged hospitalization was required. The outcome of the event is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the endophthalmitis occurred due to infection of the bleb. Inflammatory substance appeared in the anterior chamber due to the endophthalmitis. It is unknown whether the gfd was clogged or not. The bleb was crushed. The increased iop was caused by the endophthalmitis. The bacteria that caused the endophthalmitis may migrate to the eye via the gfd and cause infection. A vitrectomy was performed twice. The patient is recovering.